Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-oct-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-18: user has high glucose value".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially called to report complaint for e-2/e-3 error. Nurse is calling on behalf of the customer. During the call, a blood test was performed non-fasting by the customer that produced result of hi using truemetrix meter. When technician contacted customer, customer also reported obtaining hi a few days prior. The customer stated that she is aware her blood glucose runs high. The customer did not know their expected glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: (B)(6).